Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported it is unk if the device caused/contributed to the event and potential causes may have been biometry/keratometry calculation error. Additional info provided indicated that an unapproved viscoelastic was used during the surgery.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history record review indicated that the associated lens met release criteria. Product history records could not be reviewed for the cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. File also indicated the use of unapproved viscoelastics. The root cause could not be identified by the investigation. There has been no other similar complaint reported in the lot number. Additional info was requested on (B)(6) 2012 by fax and mail. A completed questionnaire was received on (B)(6) 2012. (B)(4).